Event description:
Pump circuit leaking/dripping at distal end of set with cassette fully seated and pump in standby mode during setup. Pump circuit continues to leak for some time after the pump is turned off. Pump with circuit sequestered and manufacturer notified. Requested manufacturer to evaluate pump and circuit to determine problem.